Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "the value of a standardized knee functional assessment in predicting the outcomes of total knee arthroplasty¿ written by a. Ferreira, r. Salim, f. Fogagnolo, l. Fonseca lemos de oliveira, m. Riberto, and m. Kfuri published by thieme accepted by publisher on 12 nov 2020 was reviewed. The article's purpose was to identify which preoperative tools influence the outcomes of a tka and if physical performance tests can be of value if used along with patient reported outcome measures in predicting functional outcomes. Preoperative performance in physical tests had an influence on postoperative outcome scores than proms after tka. Less age, good muscular strength, greater capacity of walking, and smaller tug times were associated with better outcomes. Data was compiled from a total of 117 subjects that received pfc sigma primary knee implants. 4 of these patients developed severe postoperative complications requiring prolonged hospitalization and/or other surgical interventions and 1 patient had passed away due to clinical comorbidities. Depuy products : pfc sigma knee implants.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.